Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number qkmepj, and no non-conformances related to the reported complaint condition were identified to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was being done when the needle came loose from the suture (removal from package / during passage through tissue/ during tying? Unknown. Was the needle removed from the patient during the same procedure? Yes. What tissue/location was suturing when pull-off occurred? Thyroid skin. Please provide the procedure name and date. Unknown. Note: events reported in 2210968-2021-04710.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the problem of pulling off suture needle happened. Changed to another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.